Event description:
The customer reported the blower motor controller pcba (printed circuit board assembly ) was arced. The customer reported there was no patient involvement.

Manufacturer narrative:
The blower motor controller was returned to the manufacturer for failure investigation. Visual inspection of this blower motor controller (bmc) did not reveal any signs of damage or contamination. The bmc was installed in the fi test ventilator. Failure investigation found heat related damage at the j3 connector pin 4 which was a cosmetic issue that did not cause any functional failures. Failure investigation testing found no functional faults.